Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colon procedure, while firing on the mesentery the blade went half way and stopped. The surgeon did not try the reverse button and did not flip the battery. Instead he ratcheted the manual over ride to attempt to reverse the blade. This did not work. The surgeon the used a harmonic device to cut the tissue from around the jaw of the cutter. It is unknown how he completed the procedure and there were no patient consequences reported.